Event description:
Customer contacted the company with a single incorrect assay result. Further investigation revealed that position d4 gave four false results, two false positives, two false negatives. No false results were reported to the pt as all false results were detected by retest prior to reporting results.